Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system revealed that the outer sheath elongated indicating that high friction affected on the system. The inner catheter was found to be broken and the broken distal part was missing. As no images were provided, the alleged stent misplacement could not be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with difficult anatomic conditions leading to increased friction during deployment of the stent graft or during removal of the delivery system. The reported application represents an off-label use of the device which is considered another contributing factor. The safety and effectiveness of this device for a treatment as described has not been established. On the basis of the information available, a definite root cause could not be determined.

Event description:
It was reported that during a shunt procedure in the vein, resistance was experienced during deployment of the stent graft. Due to these difficulties, the stent graft was malpositioned 1 cm. No other stent graft was needed to be deployed. No patient injury was reported. During the evaluation of the returned sample, the distal part of the inner catheter was found to be broken. The broken part of the inner catheter was missing.